Event description:
It was reported during set up for transport that the cs300 intra-aortic balloon pump (iabp) unit's battery drained rapidly. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1, e3, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The battery was due for replacement in february of 2026, therefore was not expired at the time of the incident. The unit is no longer in service, it is not being serviced and the customer has pulled it from use.

Event description:
N/a.